Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
Two (2) coils were successfully implanted into the aneurysm. Two (2) days post procedure, the patient died. No further details were provided.

Manufacturer narrative:
The device remains implanted.

Event description:
Two (2) coils were successfully implanted into the aneurysm. Two (2) days post procedure, the patient died. No further details were provided.